Manufacturer narrative:
Updated fields: h3-device evaluated by mfg. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The customer's allegation was not confirmed. No device problem found. Based on the results of the investigation, a definitive root cause cannot be identified. No problem detected. A device history review was completed, and no issues were identified. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the camera head had a terrible grainy picture. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus and the investigation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the camera head had a terrible grainy picture. There were no reports of patient harm.